Manufacturer narrative:
A review of the device history record for strattice lot sp100185 has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On (B)(6) /2023, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp100185-137. No other information was reported. It should be noted that lot s10911-046 was provided in the original summons; however, based on the manufacturer date, & dos, it is most likely that lot sp100185-137 is the correct lot. As reported in the initial: it was reported through a legal event that a male patient had hernia repair surgery on or about (B)(6) 2015 at (B)(6)hospital of surgery in (B)(6), ohio. During the hernia repair surgery, the surgeon implanted a strattice mesh product; lot number s10911-046. After surgery, the patient returned to the hospital on or about (B)(6) 2016 and underwent a mesh revision operation. No other information was reported.

Event description:
It was reported through a legal event that a male patient had hernia repair surgery on or about (B)(6) 2015 at (B)(6) hospital in (B)(6). During the hernia repair surgery, the surgeon implanted a strattice mesh product; lot number s10911-046. After surgery, the patient returned to the hospital on or about (B)(6) 2016 and underwent a mesh revision operation. No other information was reported.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot s10911 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 25 april 2023, of the (B)(4) devices released to finished goods for lot s10911, (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.